Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. The device passed displacement test, active current measurement, sleep current measurement and self test.